Event description:
It was reported that during a da vinci si prostatectomy procedure, the user facility identified a broken pulley on the large needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed with another instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable at the distal idlers. The idler pulley spun freely but had damage around edge. The distal idler pulley exhibited mechanical indentations at the edge. Cable segment was sticking out at the instrument's wrist at approximately 0.2910 in length. Other cables at wrist are not damaged. Additional observation not reported by the customer was main tube damage. There were deep scratches on distal end of the main tube. The scratch marks exhibiting light material removal and a rough surface finish. Scratches were short and not axially aligned with the tube. Evidence not conclusive, but pulley and main tube damages may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint and main tube damage found during failure analysis do not itself constitute a reportable event; however, these malfunction, if to reoccur, could cause or contribute to an adverse event.